Event description:
Medication was injected as directed. Patient experienced severe pain for 4 days following the injection. Did eventually subside, but am seeing this happen in quite a few patients. Diagnosis for use: osteoarthritis, pain- bilateral knee.